Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited a low out of range shock impedance measurement of 0 ohms. The cause of the issue has not been determined and no intervention has been performed at this time. The system remains implanted and in service. No adverse patient effects were reported.